Event description:
Philips received a complaint by the customer on the v60 indicating that the device was being used to create a treatment plan for respiratory assist and it was observed that they did not have a bacteria filter in line. They stated the patient had parainfluenza, and they need to know what steps should be taken. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer had a question on a patient that had some bacteria, and they need to know what steps should be taken so they can use the vent again. Provided customer with some documents on the disinfection of parainfluenza viruses on environmental surfaces. Customer will follow the steps provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.